Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. Also, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: inexplicable reboot events, which can be indicative of the reported event, were found in the black box data. Unrelated to the reported event, the battery compartment was cracked. The threads of the battery cap were damaged; this device failure directly caused the reported power issue. The pump displayed intermittent-power with the returned battery cap installed: the reported event was duplicated. A test battery cap was used for the remainder of the investigation. The pump powered on with the test battery cap, which was able to secure to the pump. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no internal damage or defect was found. The following findings are unrelated to the reported event: the display screen was dim and discolored. The keypad cover was torn at the ok button, and all of the keypad buttons were intermittently responsive due to contamination, which was found under all of the key contacts. Also, the ok key contact was inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.